Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during the implant procedure, the right ventricular lead exhibited loss of capture and low impedance in the bipolar configuration. Lead repositioning did not resolve the issue. The lead was no longer used and a new lead was implanted. The patient was in good condition post procedure.